Event description:
It was reported that during a incision and drainage procedure that the patient's driveline was cut along the outer jacket. There were no alarms or changed in parameters seen. There were no internal wires visible. The breach in the driveline appeared to be close to the driveline exit site. The provider notified abbott did not have a sterile product to repair the driveline. The doctor chose to use an off-label repair of the driveline and notified the risk of infection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, the reported damage to the patient¿s driveline could not be confirmed as no images were submitted for review and the product remains in use. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction", lists infection (local, driveline or pump pocket infection) as a potential adverse event that may be associated with the use of the heartmate 3 lvas. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. This section also cautions the user to avoid pulling on or moving the driveline. This IFU further emphasizes not to twist, kink, or sharply bend the driveline, which may cause damage to the wires inside, even if the external damage is not visible. Damage to the driveline could cause the pump to stop. This section also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 of the IFU, ¿alarms and troubleshooting¿, provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." This section also explains all alarms and the actions associated to resolve the alarms. Section 8 of the IFU, "equipment storage and care", explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The patient handbook also contains information regarding how to clean and care for the driveline, including a section entitled "what not to do: driveline and cables." This section also outlines system controller alarms as well as how to respond to each alarm condition. Section 8 of the handbook, ¿handling emergencies¿, lists examples of emergencies and the recommended actions associated with these emergencies. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.